Manufacturer narrative:
The concerto coil was returned for analysis. The concerto pusher actuator interface (ai) was found intact. The concerto pusher was found bent at ~3.3cm from the proximal end and bent ~137.9cm, 136.5cm and 18.3cm from the distal end. The concerto pusher was found broken at the hypotube break indicator (hbi) with the release wire pulled and broken. The concerto implant coil found detached from the pusher. The implant coil was not returned. The concerto pusher shield coil was found intact. Based on the device analysis and reported information, the customer¿s report of ¿pusher kink/damage¿ was confirmed as several bends were found with the returned concerto pusher. However, the cause for the bent pusher could not be determined. Regarding the detachment of the implant coil, it is likely the breaking of the pusher and subsequent pulling of the release wire caused the implant coil to detach. However, the cause for the pusher break and implant coil detachment could not be determined as this issue was not reported by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the end of the coil wire was bent. Additional information received reported there was damage noticed upon opening the package, and preparation was performed prior to the damage being seen. There were no issues that resulted in the damage that was found.